Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On 07/18/2022, infutronix received a complaint from an end user: "an administration set model hs-008-b lot 2103004 set came disconnected from the cassette and caused a leak." The leak took place during an infusion. Device operator was a nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4)